Event description:
Caller reported ongoing intermittent occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. Customer resolved the issue by changing the infusion set and cartridge, and then resumed insulin use. A systems check with tandem technical support verified the pump was functioning as intended, however, a replacement pump was sent to the customer.